Event description:
Subsequent to the initial report being filed, additional information was received:the stent dislodged due to resistance with an existing stent in the patients graft.the stent was also retrieved successfully.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): incorrect anatomy the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to: patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, it was reported that the promus stent implanted in a saphenous vein graft (svg), interacted with a previously implanted stent which likely contributed to the failure to cross which subsequently resulted in the dislodgement. It should be noted that the instructions for use (IFU) stated that the promus stent delivery system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The attempt to advance the stent through the svg does not appear to have contributed to the failure to advance or stent dislodgement. Additionally, the stent was successfully removed (additional therapy/ non-surgical treatment and removal of foreign body). The reported failure to cross, stent dislodgement, foreign body removal, hospitalization and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure and there are no indications of a product quality deficiency.

Event description:
It was reported that the promus stent delivery system was advanced into the saphenous vein graft, but the stent hung up on the ostium and dislodged in the aorta. An attempt to retrieve the stent was unsuccessful. Another procedure was set to retrieve the stent on (B)(6) 2011. The patient currently appears to be fine. No additional information was provided.